Event description:
It was reported that during the procedure, the physician manipulated and adjusted the guidewire (subject device) for several times and the tip of guidewire was fractured. The physician made several attempts to remove the fractured part of the subject guidewire using additional devices. The physician was unable to remove the fractured part from the patient's anatomy and it was left inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, a microcatheter was used in the procedure, and friction/resistance was encountered during the procedure. In the case of this complaint, it is possible that added force was applied to overcome resistance during the procedure causing the distal end of the guidewire to fracture. An assignable cause of procedural factors will be assigned to the reported events since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician manipulated and adjusted the guidewire (subject device) for several times and the tip of guidewire was fractured. The physician made several attempts to remove the fractured part of the subject guidewire using additional devices. The physician was unable to remove the fractured part from the patient's anatomy and it was left inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.